Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced appendicitis and presented in the hospital. Vegetation was discovered on the implantable cardioverter defibrillator and right ventricular lead. The system was explanted. The patient was stable.